Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5. Three triclips were initally implanted successfully: (1. Tcds0302-xtw, lot: 40404r1055, 2. Tcds0302-xtw, lot: 40411r1007, 3. Tcds0302-xt, lot: 40206r1030). An additional xtw (lot: 40411r1006) was planned to be implanted anterioseptal. While attempting grasping, the clip contacted the third implanted clip xt (lot: 40206r1030) causing it to detached from the posterior leaflet. The xtw (lot: 40411r1006) was implanted posteriorseptal to stabilize. The procedure ended with tr reduced to grade 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Additional mitraclip mentioned in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5. Three triclips were initally implanted successfully: (1. Tcds0302-xtw, lot: 40404r1055, 2. Tcds0302-xtw, lot: 40411r1007, 3. Tcds0302-xt, lot: 40206r1030). An additional xtw (lot: 40411r1006) was planned to be implanted anterioseptal. While attempting grasping, the clip contacted the third implanted clip xt (lot: 40206r1030) causing it to detached from the posterior leaflet. The xtw (lot: 40411r1006) was implanted posteroseptal to stabilize. The procedure ended with tr reduced to grade 3.